Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl - left; reason(s) for revision: alval / soft tissue reaction, pain. Update aug 18, 2017: email notification from (B)(6)'s received. There is no new information. This complaint was updated on: aug 22, 2017.